Manufacturer narrative:
(B)(4). Investigation results - it was reported that: "again we have a drainage which came undone when attaching the drainage tube to the luer lock. We had this problem before. Please get in touch so we can look at this problem again. [This is worded slightly ambiguously in german, it could also mean it became loose or undone at the point where the tube connects to the luer lock ¿ maybe clarify with the rep/rm]". "Per cc form: one day after the implantation of the drainage, the drainage tube dislocated from the macloc. The drainage tube was not sufficiently fixed in the macloc. This happened already for the second time. The patient had to undergo a new intervention (after perfect placement of the drainage the day before. Since it was stationary treatment, the costs ot the re-intervention could not be re-recorded. This means that the additional costs are not covered by the drg. Since this has already occurred the second time, this leads to displeasure among the doctors". The device was returned on 15 nov 2016 for investigation. Examination of the returned device showed insufficient flaring, causing the separation of the tube from the macloc. The flare ridge was incomplete, so it could not latch onto the macloc hub. A review of complaint history, device history records, documentation, drawings, instructions for use (IFU), manufacturing instructions (mi), quality controls (qc), and specifications were conducted to aid in the device investigation. Instructions for use (IFU) contains detailed instructions for use, with the following precautions: "these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. When inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or angling of suture. A tfe-coated wire guide must be used with ultrathane® catheters. Activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. Catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. It is recommended to use a wire guide when removing a locking loop catheter. The peel-away® pigtail straightener, if present, is not to be used as a vascular introducer sheath. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". A review of the non-conformance data, revealed 1 non-conformance noted for the complaint product lot number 7239935 for (foreign matter / contamination), this events being unrelated to the present complaint event. A software search for the rpn / lot number revealed no other complaint for this lot number 7239935. The drawing "macloc multipurpose drainage catheter with hydrophilic coating / hydrophilic coating and embedded marker band" describes the device in detail and mention for this device, the manufacturing instructions and quality control documents. Manufacturing instructions"mac-loc locking loop catheter final assembly for various ult catheters" mention all the materials, operations and the labor procedures for a proper and correct device manufacturing. Per quality controls "final inspection for mac-loc locking loop catheter", 4.4 inspect catheter as follows: 4.4.1 verify correct type and outside diameter of tubing. If applicable, bonded area must be correct type. 4.4.1.1 to manipulate locking mechanism: 4.4.1.1.1 locked ¿ while holding proximal fittings in one hand, push down on the lever until it snaps into place. 4.4.1.1.2 unlocked ¿ while holding proximal fittings in one hand, insert checker tool under lever and pry upward. (Checker tool kept in qc area). 4.4.2 verify macloc assembly is function able. Verify suture is secure when catheter is in locked position. Inspection method: pull on proximal suture string until curve is closed. Lock catheter in place. Curve must be completely closed. Tug once at the proximal end where suture extends and tug once where suture is pulled together to form curve. Unlock catheter (leave unlocked).". Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. Quality control measures were initiated to manage the risk associated with this type of events having as scope "an increase in hub separation and hub leakage complaints on ult catheters with macloc". Risk management files indicate insufficient risk due in part to low occurrence rates cook inc. Will continue to monitor for similar events.

Event description:
Per rm e-mail: " again we have a drainage which came undone when attaching the drainage tube to the luer lock. We had this problem before. Please get in touch so we can look at this problem again. [This is worded slightly ambiguously in german, it could also mean it became loose or undone at the point where the tube connects to the luer lock ¿ maybe clarify with the rep/rm] per cc form: one day after the implantation of the drainage, the drainage tube dislocated from the macloc. The drainage tube was not sufficiently fixed in the macloc. This happened already for the second time. The patient had to undergo a new intervention (after perfect placement of the drainage the day before. Since it was stationary treatment, the costs to the intervention could not be recorded. This means that the additional costs are not covered by the drg. Since this has already occurred the second time, this leads to displeasure among the doctors. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedures due to this occurrence. A new intervention was necessary (nephrostomie). Which means: stress for the patient, higher cost. According to the initial reporter, the patient did experience any adverse effects due to this occurrence : a new intervention was necessary (nephrostomie). Which means: stress for the patient, higher cost.